Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.

Event description:
Healthcare professional reported, a capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Clarification to the correction in h6: b12: trend analysis is not there.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. ¿ observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive and has non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device has been explanted and replaced.